Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient passed away. No further information regarding the occurrence was able to be obtained.